Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the distributor indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01900.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01900.

Event description:
The patient was undergoing a coil embolization in the internal iliac artery using a ruby coil detachment handle (handle), pod packing coils (pod pcs), pod coils, and ruby coils. During the procedure, the physician implanted two pod coils and one ruby coil in the target vessel using the handle. The physician then advanced a pod pc in the target vessel and used the handle to detach it; however, the pod pc did not detach. After three failed attempts, the handle was removed. The procedure was completed using a new handle, the same pod pc, and five additional pod pcs. There was no report of an adverse effect to the patient.